Event description:
On (B)(6) 2017 I assisted my mother-in-law this morning with a stool sample collection kit supplied by her pcp, (B)(6). The oc-auto fit collection kit is the most complicated system I have ever seen, but to give this to a patient that is (B)(6) is just not reasonable. I personally believe this is a waste of money much less the product does not allow the stool testing collection to be proper testing results for the laboratory. The collecting container is too narrow to place a stool sample in. To explain, it is like a mini-mascara container, but yet the entrance to the container is very narrow. I would appreciate this stool sample kit be sent to you for testing by somoene and you will understand a stool sample is not capable of being pushed into the container by the applicator. I am thankful I was here to assist with my mother-in-law. Mrs. (B)(6). I am a practicing physician from (B)(6) license number do. (B)(6) and licensed since (B)(6). I usually don't get involved with such a complaint. But in the years of practicing family practice, emergency medicine and now pain management. I am disappointed that this stool sample for collection was approved by the FDA. This is a waste of time, money and medicare fraud. I do not like seeing money being wasted and this medical device for testing stool collection is ridiculous and wasteful. I have sent an email of complaint to the manufacturing company. (B)(4). Thank you for your review and reply to my complaint. Sincerely, (B)(6).